Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to greater than 125 ohms. It was discussed with the health care professional (hcp) that this was likely due to calcification on the lead, and to continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements up to greater than 125 ohms. It was discussed with the health care professional (hcp) that this was likely due to calcification on the lead, and to continue monitoring the patient. No adverse patient effects were reported. The lead remains in service. Additional information received reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated. If pertinent information is provided in the future, a supplemental report will be submitted.